Event description:
It was reported that the patient experienced a syncopal event, and the ventricular lead was found to have decreased impedances. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6957 implantable pacing lead - 1988 (B)(6). (B)(4).